Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had the ins placed in (B)(6) 2020, when they charge the device they never get the device to the 100% charge level. The device has only charged up to 75% twice and in some instances it doesn't go beyond 50%. No symptoms were reported.